Manufacturer narrative:
Hb2 qc l2 results were above 2sd on (B)(6) 2011. Qc using the replacement reagent met specifications. A field service engineer (fse) confirmed with the customer that repeated samples are acceptable with the replacement reagent. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci) regarding low and suppressed % hemoglobin a1c2 (%hba1c2) results generated by the unicel dxc 800 pro synchron clinical systems for multiple patients. Customer ran out of hba1c2 reagent and requested service to evaluate the system. The customer received the same reagent lot for replacement and repeated the samples. The results were acceptable. The low results were not reported out of the lab. Patient treatment was not affected.